Event description:
The reporter indicated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens. The reporter indicated the event was due to loading/handling error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4): evaluation:results - visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. (B)(4).